Event description:
The pt reportedly has been a non-user of the internal device. The pt is requesting device explant due to lack of use and to undergo MRI for other medical issues. Explant surgery has been scheduled.